Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 23 mg/dl; cause was not known. Intravenous fluids of saline and dextrose was administered by a health care provider to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.